Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. During start up the monitor displayed a service code 105. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force. There was no adverse event resulting from the damaged monitor.